Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low readings with the freestyle libre 2 sensor, as compared to competitor meter. The customer reported a scan of 56 mg/dl at approximately 10:30 am but did not treat as she stated this was lower than she felt. The customer then, at 11:01 am, obtained a competitor capillary result of 80 mg/dl compared to a scan of 79 mg/dl. At that time, the customer began to experience symptoms of sweating, shaking, disorientation, and lost consciousness. The customer was treated with soda and chips by husband. There was no report of death or permanent injury associated with this event.